Event description:
It was intended to use an resolute integrity 4.00 x 30 mm rx drug eluting stent to treat the patient. It is reported the stent did not cross and became deformed. A non-medtronic device was used successfully instead. No other clinical sequelae.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). Inherent risk of procedure (stent deformation). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images were not returned for review). (Root cause could not be identified). (B)(4).